Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: exchange from textured to smooth due to concern's with the product and capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported a right side exchange from textured to smooth, capsular contracture baker grade iii/IV, and "waterfall deformity." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: lump/nodule: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and an opening were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side exchange from textured to smooth, capsular contracture baker grade iii/IV, and "waterfall deformity." Healthcare professional later reported "lump." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6

Event description:
Healthcare professional later reported "lump." Device has been explanted.